Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 600 mg/dl and had vomited. The customer changed the cartridge, infusion set tubing and site multiple times. The customer reverted to using insulin injections over the weekend to manage diabetes. On (B)(6) 2016, the customer resumed pump use and had not received an occlusion after the supply change.